Event description:
During a routine hemodialysis treatment, pt blood loss of approximately 100 cc occurred. This event was not associated with a device malfunction or serious injury and is being reported solely to comply with the FDA's blood loss policy. It was reported that venous air alarms occurred shortely after the start of the treatment. The alarms could not be resolved in a timely manner. It was determined that too much time had passed while troubleshooting such that the blood circuit was likely clotting. The partially filled blood circuit was discarded resulting in the pt blood loss. No medical intervention was required.